Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 12mmx4mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and mildly calcified right coronary artery. Following pre-dilation with a 2.00 x 12 maverick balloon catheter resulting to 40% residual stenosis, a 16 x 4.00 promus premier select drug-eluting stent was advanced but had difficulty tracking. When it was maneuvered, the hypotube proximal part was damaged and got cut off. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). The promus premier select ous mr 16 x 4.00mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent struts lifted in the mid-body of the crimped stent. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found the device in 2 sections due to a break in the hypotube at 11.4cm distal from the strain relief. Multiple hypotube kinks were also identified along the distal section of the hypotube break. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 12mmx4mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and mildly calcified right coronary artery. Following pre-dilation with a 2.00 x 12 maverick balloon catheter resulting to 40% residual stenosis, a 16 x 4.00 (B)(6) premier select drug-eluting stent was advanced but had difficulty tracking. When it was maneuvered, the hypotube proximal part was damaged and got cut off. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient was stable.